Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part: 04.617.126s. Lot: 8788521. Manufacturing site: (B)(4). Release to warehouse date: 13.january 2014. Expiry date: 01.january 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a cervical implant came apart when mounted onto the insertion device during a procedure on (B)(6) 2020. This implant was put aside and a second implant of same specification was opened,which also came apart. The second device came apart once the implant was in situ in the patient. The surgeon was unable to distract and remove the cage completely to replace with a new cage. Surgeon fixed the implant in place with screws without any issues. Concomitant devices reported: unknown insertion instruments (part# unknown, lot# unknown, quantity# 1). This is report 2 of 2 for (B)(4).